Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has now recovered from coma but is hemiplegic and hospitalized for rehabilitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient lost consciousness after the transeptal puncture. Air was then found in the right coronary vessel. It was noted that the air entered through the sheath. The patient then received two shocks due to ventricular fibrillation. Once the patient's sinus rhythm returned, the patient went into a coma. The case was aborted. Two days later, the patient underwent a cerebral decortication. No further patient complications have been reported as a result of this event.